Event description:
As reported, the vigilance ii monitor does not show correct measurements at times. There was no trouble-shooting performed by attempting to change out any system-related devices. It is unknown whether the event occurred before or during use on the patient; however, there is no allegation of any patient injury. No other details have been provided at this time.

Manufacturer narrative:
Additional manufacturer narrative: inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment, and therefore, have the potential to result in patient injury. In this case, there is no report of any patient consequence as a result of the issue. The device has been received but not yet evaluated. A supplemental report will be submitted with the evaluation findings once completed. No further actions possible at this time.

Manufacturer narrative:
Evaluation summary: functional testing of the device was performed without any issues. Additional information regarding the reported event has been received. It was clarified that there were no inaccurate values displayed; the monitor was not displaying any values at all. The event could not be confirmed through evaluation of the subject device. However, display problems may cause a minor delay in monitoring and/or therapy of the patient. If the issue cannot be resolved, the monitor can be replaced with another unit. The potential for death or serious injury is remote. Therefore, no further actions have been deemed necessary at this time.